Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility, the resident was being transferred from the wheelchair to the toilet. When the resident was to a full stand position, the right knee pad became wobbly and the weld broke. The resident was able to be safely seated on the toilet and was not injured. Complaint (B)(4) have been entered into our system to retrieve the lift for investigation. The sling that was being used was an invacare, size large.

Manufacturer narrative:
Joerns sending the report to the MFR.